Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was confirmed. A review of the incident information and analysis of the returned product determined the observations noted during return device analysis are consistent with a suture retrieval issue. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. Although, the broken cuff tab was not returned, no adverse patient health impact has been reported. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from 3101842 to: 3110742.

Manufacturer narrative:
The additional devices referenced in b5 are filed under separate medwatch report numbers. Manufacturer's investigation is still pending at this time. Result and conclusions will be provided in the final report.

Event description:
It was reported that this was bilateral arteriotomy closure of the right and left (rcfa and lcfa) common femoral arteries using the pre-close technique prior to an interventional procedure using proglide devices. Reportedly, when attempting to pre-place proglide sutures in the rcfa, no suture was found when the plunger was retracted. This occurred with 5 devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a large bore hole and the procedure in the rcfa was completed. Hemostasis was achieved with the pre-placed proglide sutures. On the other side, the sutures of two proglide devices were successfully placed in the lcfa. The sheath was upsized to a large bore and the procedure was completed. Reportedly post procedure, there was still bleeding at the access site after successful knot advancement. Placement of an additional proglide device was attempted; however, the device got stuck during suturing. The device was pulled out using force and the back foot was lost [foot separation]. The location of the foot remains unknown. A final proglide successfully achieve hemostasis in the lcfa. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.